Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# v012713, implanted: (B)(6) 2006, product type: lead. Product ID 3387s-40, lot# v010369, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient . Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# v012713, implanted: (B)(6) 2006, product type: lead. Product ID: 3387s-40, lot# v010369, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37602, serial# (B)(6), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had one of the dbs systems removed, but could not confirm which side was removed. Manufacturing representative (rep) spoke to the healthcare provider's (hcp) office and they confirmed it was the right side. They could not confirm if the entire system was removed. It is unclear which of the devices was the site of the infection at the time of the report. Additional information from the physician reported the patient had an infection in the right deep brain stimulation implant and it was removed. The patient has a history of parkinson's disease. The patient was seen for follow -up following a replacement (pe (B)(4)) due to a concern regarding the incision over the connector in the right parietal region. There was some swelling and redness but no drainage or pain. The patient was put on oral keflex. On (B)(6) 2015 the patient had a follow up and the erythema had extended to the coronal incision; a small amount of drainage was seen from there. It was noted by the hpc that the system was infected, and that an explant was needed. In the operating room, general endotracheal anesthesia was induced. The patient was positioned supine with all the pressure points padded. Their head was turned to the left and supported on a doughnut. The incision on the right chest was clipped and the whole field from the head to the chest was prepped and draped in the usual sterile fashion. The sub clavicular incision was opened. Some fluid suspicious for infection was seen and cultured. The extension cable was identified and cut. The ipg was dissected from the surrounding pectoralis fascia and removed. Infected-looking tissue from this pocket was debrided, and hemostasis was obtained. The right parietal connector incision was opened and the connection was identified. The cable was cut and it was brought through the inferior incision. The coronal incision was opened. The stimloc base was unscrewed from the skull. The electrode was cut and the connector brought out through the parietal incision the stimloc base and the electrode was then removed, and we confirmed that all components were intact except of where they were purposely divided. No cerebral spinal fluid (csf) was seen. After irrigation, the pectoral incision was closed with vicryl and staples. The scalp incisions were debrided from infected tissue of the edges. It was impossible to close this with the usual vicryl and staple two-layer closer. Therefore, a combination of nylon mattress sutures and running skin sutures with prolene were used to close the incision. Dermabond was placed over the incisions at the end, and again, we confirmed that there was no csf seen. Sterile dressing and head wrap were applied. The patient was then brought to the neurosurgical ICU in critical but stable condition.

Event description:
It was reported the patient had an infection and the right sided implantable neurostimulator (ins) was being explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined the following: conclusion code was not related to this event. (B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient experienced inflammation related to the infection. A CT scan had been done of the patient's head. The infection had resolved.

Event description:
Additional information received via the health care provider (hcp) reported the patient had no symptoms related to the infection. Bacteriology was the diagnostic performed related to the infection. The infection resolved. The indications for use (ifus) are unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the cause of the infection was not determined, but the infection has been resolved.